Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and mildly tortuous hemodialysis shunt. A 5.0mmx40mmx40cm sterling¿ balloon catheter was advanced to the lesion. Upon first inflation the balloon ruptured at 8 atmospheres. The device was completely removed from the patient and the procedure was completed with a non bsc balloon catheter. No patient complications were reported and patient status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).